Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the green scroll bars for motion were getting stuck. After rebooting the system a couple of times the error cleared. No patient was present.